Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 10:11 am she activated a new pod. The pod was deactivated and she gave a manual injection of insulin (exact dosage was not provided). She noticed the cannula was bent.